Event description:
It was reported that a patient began to use the unit on a tibia fracture. Following usage of the device, it was noted that the patient had an abcess under the skin. It was indeterminate if the device usage was related to the abcess.

Manufacturer narrative:
Smith & nephew, inc. Is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based upon information which smith & nephew, inc. Has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, smith & nephew, inc., or its employees, that the report constitutes an admission that the device, smith & nephew, inc., or its employees caused or contributed to the potential event described in this report it was reported that the actual device would not be returned for evaluation.